Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the joint where the silicone attaches to the fitment separated and split ns on the floor while the other end of the tubing was still connected to the patient. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing separated and leaked was confirmed. Visual inspection observed that the vinyl tubing was completely separated from the distal male luer. Functional testing was not performed because of the tubing being separated at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification noted that both sides of the vinyl tubing had no solvent applied at the engagement during manufacturing process. Dimensional analysis was performed on the vinyl tubing; the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that the joint where the silicone attaches to the fitment separated and leaked ns on the floor while the other end of the tubing was still connected to the patient. There was no patient harm.